Event description:
During service, the baxter repair technician found damaged batteries. The hosp rep stated that there have been no reports of any pt incident invovlving this pump since the last baxter service event. No additional info is known.